Event description:
A report was received that the patient had an explant due to infection at the lead site. The physician discovered pus and a foul smell when explanting the patient. The infection is not device or procedure related. The physician prescribed oral antibiotics. The patient is reportedly well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-3138-35, serial: (B)(4), description:scs phiii ext 35cm. Explanted leads and lead extensions will not be returned to bsn as they were discarded by medical facility.